Manufacturer narrative:
At this time, no conclusion can be made. As reported the patient's doctors have been unable to reach a diagnoses for her symptoms. An exploratory procedure and CT scan showed no issues or findings. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in december, 2017. The patient is reported to be following up with her pain specialist. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2018 the patient underwent a hernia repair with implant of a bard perfix plug. As reported, since implant the patient has experienced increasing pain. Shortly after implant, the patient underwent an additional procedure which included an exploration of the mesh and the surgeon reported there were no issues noted. The patient also reports having a CT scan with no findings. As reported the patient believes she is having some kind of reaction to the mesh; however, the patient has followed up with a pain specialist doctor who has reported he did not see any other reactive issues. The patient will be following up with her pain specialist to discuss further treatment options.

Manufacturer narrative:
At this time, no conclusion can be made. As reported the patient's doctors have been unable to reach a diagnoses for her symptoms. An exploratory procedure and CT scan showed no issues or findings. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 498 units released for distribution in december, 2017. The patient is reported to be following up with her pain specialist. Should additional information be provided, a supplemental emdr will be submitted. This is an addendum to the initial emdr to document a correction to the event and implant dates based on implant record provided. Additionally, the patient's allergist has requested a sample mesh for reactivity testing. Should additional information be provided including reactivity testing results, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Remains implanted.

Event description:
It was reported that on (B)(6) 2018 the patient underwent a hernia repair with implant of a bard perfix plug. As reported, since implant the patient has experienced increasing pain. Shortly after implant, the patient underwent an additional procedure which included an exploration of the mesh and the surgeon reported there were no issues noted. The patient also reports having a CT scan with no findings. As reported the patient believes she is having some kind of reaction to the mesh; however, the patient has followed up with a pain specialist doctor who has reported he did not see any other reactive issues. The patient will be following up with her pain specialist to discuss further treatment options. Addendum: the patient has followed up with her allergist, who has requested a mesh sample for reactivity testing.